Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he was hospitalized due to high blood glucose level and high ketones. He was hospitalized on (B)(6) 2020 for two days and on (B)(6) 2020 for 7 days. Primary diagnosis provided on discharge summary for most significant injury is for high ketones. No further information was available.

Manufacturer narrative:
(B)(6).